Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'pump went off with 'air in line alarm' which were verified through a review of the event history log and reproduced during evaluation. During inspection, the tpn bag was noted to be empty. The cause was determined to be an out of specification ultrasonic sensor and failed calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition 'failed accuracy delivery test' was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed "air-in-line" alarm. Upon further inspection of the pump, it was noted that the tpn bag was empty while the pump had remaining volume. The rate was verified per the order at a rate of 45ml/hr. The volume to be infused had 64.9ml remaining. Total volume given was 1015 per pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.